Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. Due to the issue, specific blood glucose values were unknown, but they displayed as "high" and "low." The customer administered a correction bolus via the pump for the high blood glucose and consumed carbohydrates for the low blood glucose. Control-iq was functioning, but the caller did not acknowledge it was performing as intended. Tandem technical support educated the caller on the importance of accurate personal profile settings for proper operation of control-iq, which the caller understood. The caller agreed to consult with their healthcare provider, suspecting that some settings might be inaccurate.